Event description:
Conmed propad defibrillation electrodes were indicated based on patient condition and placed prior to cardiac cath intervention. Based on the patient's clinical condition, continue application of the electrodes were warranted. At the time of removal, it was recognized the patient had blisters under the location of where pad adhered to skin. This injury was treated with bacitracin/ gauze dressing. The product was not preserved for examination to provide to manufacturer (or obtain lot number) for any further assessment. FDA safety report ID # (B)(4).